Event description:
It was reported that on a remote transmission it was noted that an electrical reset had occurred. Follow-up information from the clinic indicates that the patient was seen in the office and the device settings were restored. The cause of the reset was unknown. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Concomitant medical products: 4574, implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. There was a memory test device circuit error.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.